Event description:
Table base reported to move while transferring pt from stretcher to table resulting in pt falling to floor.

Manufacturer narrative:
During review of the device, it was found that two of the four casters did not work properly and the steering caster did not lock into steering position; however, when all four casters were locked, the table did not move when excessive force was applied in different directions. During post review of the table with the director of operating room, three operating room assistants and two surgeons who use the table, one surgeon asked if it were standard practice to confirm the stability of the table prior to transferring the pt to the table. The three assistants agreed.